Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit is failing the system leak test. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 23may2019. The manufacturer¿s field service engineer (fse) replaced the gds to address the reported problem. The unit successfully passed the required performance verification test. A gas delivery system (gds) was returned to the failure investigation (fi) lab for evaluation. Visual inspection of the gds revealed no damage or contamination. An investigation was performed an no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.